Event description:
Further follow-up revealed that the patient's ambulation problems occurred with device stimulation. The physician reported that there were no physical stressors that could have caused or contributed to the ambulation problems. The physician reported that the patient does not meet the criteria for vns; therefore, the device has not been programmed back on.

Event description:
It was reported that the patient was not able to walk due to vns. The patient was seen in the emergency room and the physician programmed the device off. The patient is scheduled to be seen by the treating neurologist, but has not been seen to date. The neurologist has not information regarding this event to date. No additional relevant information has been received to date.